Event description:
It was reported a patient underwent an abdominal hysterectomy on (B)(6) 2025 and a reservoir was used. The reservoir could not suck exudate properly on the first day. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the patient is 53 years old, female, 170cm, 84kg. Re-operation (relaparotomy) was performed to remove the foreign matter from the abdomen. The patient is stable. The procedure was a total abdominal hysterectomy. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b3 date of event. Additional information has been requested and received. Complaint about the drain, so correct the quantity of the reservoir 2177 to 0. Date of event where product had an issue? June 24, 2025. Were there any intra-operative complications? If so, what were they? Yes. During attempted removal of the drain on postoperative day 1, the tube could not be extracted. Upon reattempt by another physician, the tube ruptured, and the distal portion migrated into the abdominal cavity. A reoperation was required to remove the foreign object. Where was the tip of drainage tube located? The drainage tube was placed in the pouch of douglas. How was the drain secured? Unk. What was the date of first activation? (B)(6) 2025. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. Was leakage detected? If so, where? Unk. Was another product used? Unk. Were any concomitant procedures performed? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Drainage was minimal on postoperative day 1, and difficulty in removal was observed. Tube rupture and migration of the distal portion into the abdominal cavity occurred on (B)(6) 2025. What date was 2nd procedure performed to remove the piece of drain left in the patient? (B)(6) 2025. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician noted that the patient¿s spouse works for a medical device manufacturer and requested a report. The physician is responding to that request. What is the patient's current status? The patient is stable. Surgeon¿s name? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. The device was received at sukagawa. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.